Event description:
It was reported that the patient presented for follow-up with under-sensed atrial fibrillation episodes recorded by the implantable cardioverter defibrillator. No interventions or patient symptoms were reported.